Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an anomaly on the lead resulted in false readings and malfunction of the ICD. The ICD was explanted and replaced.